Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of intracerebelous tumor by suboccipital crainiotomy procedure, the thread of the suture broke. Another device was used to complete the procedure. There was no patient injury.